Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy and customer changed the pump supplies and successfully resumed insulin therapy. Multiple follow up attempts were made by tandem technical support for additional information, however, no response was received by the customer. No reported impact to the customer¿s blood glucose level.